Event description:
Lv lead dislodgement was reported. Device was removed from service. No patient complications have been reported as a result of this event.

Event description:
No capture was reported. Device was removed from service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received as part of the chronic leads study. Upon secondary review, the reason for replacement was changed.